Event description:
The customer contact reported the silicone sleeve of the clave port remained in the depressed position. On an unspecified date, the male adapter of an unspecified tubing set was connected to the clave port of the extension set to deliver an unspecified concentration of lipids, at an unspecified rate. After an unspecified length of time, the customer contact reported that the silicone sleeve of the clave port of the extension tubing set remained in the depressed position. No specific details were provided. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no add'l info was provided including if the extension tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.